Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) reached out to the customer to investigate; however, no response was received despite multiple follow up attempts.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a user was unable to log in to the station due to an "unable to authorize" error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.